Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report, based on information found in the device evaluation. UDI: (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the electric dermatome on august 1, 2019 revealed that the motor was running erratically and the device was outside calibration specifications. Repair of the electric dermatome was performed by zimmer biomet surgical on august 1, 2019 which included replacement of the motor, power cord, power switch and bearings. Electric dermatome, serial number 207264, was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the cause of the reported event was due to the defective motor. During the product review it was noted that the motor was running erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per for any adverse trends that may warrant further action.

Event description:
It was reported that the unit was making weird noise. There was no harm and no delay reported. The event occurred during surgery. During the investigation, it was discovered that the motor was running erratically. No adverse events were reported as a result of this malfunction.